Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". Later, healthcare professional reported rupture confirmed with CT scan. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Clarification h6: e2402 captures "ulcerative lesion of the right rib" additional, changed, and/or corrected data: b5, b6, d6b, h6, h11

Event description:
Healthcare professional reported "ulcerative lesion of the right rib" found during surgery. Device has been explanted.